Manufacturer narrative:
The hill-rom tech replaced all the casters, due to the age of the bed, in order to resolve the issue.

Event description:
Info received indicated that when the brakes were activated the head end brakes would not hold.